Event description:
A customer contacted beckman coulter inc., (bec), and stated that on (B)(6) 2012 they obtained discrepant troponin (accutni) results on three separate patient samples tested on their unicel dxc 600i synchron access clinical system. Subsequent testing on the customer's backup analyzer produced results either in a different clinical category or outside of the assay's stated precision claim of less or equal to 8%. The customer stated to customer technical support (cts) that they have implemented a repeat protocol in their laboratory where they reanalyze any sample that is >0.06ng/ml. The first patient resulted within the risk stratification range however upon reanalysis the result was much higher although still within the risk stratification range. This second result obtained better matched the patient's clinical history. The second patient also originally resulted within the risk stratification range but reanalysis produced much lower results within the normal reference range. The third patient resulted within the risk stratification range and upon reanalysis on the laboratory's back-up instrument slightly lower results, still within the risk stratification range, but outside of the assay's stated precision claim was produced. The customer indicated that reanalysis done on the laboratory's alternate analyzer was done in sample cups using an aliquot of the original specimen. The customer did not re-centrifuge any of the samples prior to re-analysis. Per customer, none of the original, discrepant results were released from the laboratory therefore there was no impact to or change to patient treatment.

Manufacturer narrative:
The customer's qc was performing within the laboratory's established ranges prior to the event. A field service engineer (fse) was dispatched to the customer site. The fse performed ultrasonics adjustments and alignments in order to account for any potential pack mixing issues that may be present. Per the fse, the ultrasonic adjustment was done proactively. There were no issues with anything being out of specifications. The fse then performed a high sensitivity system check which passed well within the instrument's specifications. There is insufficient evidence supplied to reasonably conclude that a specific malfunction occurred in this event.